Event description:
It was reported a cystocele repair with bladder neck suspension utilizing a protegen sling were performed without incident. Approximately two months post procedure, the protegen sling material was visible through the urethra. The sling material was removed on june 20, 1997, without incident and a supraphubic catheter was placed. The catheter has since been removed and the pt remains continent. No pt sequelae resulted from this event. The device has been destroyed by the user facility. Therefore, no failure analysis will be available. Co's directions for use outline as potential complications: "the following complications have been reported as consequences which may occur in urological implant procedures: urinary retention and infection. Consequences specifically related to materials: pelvic sensitivities and tissue erosion."